Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5 x 20 mm drug eluting stent to the 99% stenosed lesion located in the moderately tortuous and calcified mid left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the stent strut was deformed. The procedure was completed with a different device. No patient injuries or complications were reported. Patient status post procedure is noted as good.